Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected, troponin I es (tropies) result was obtained from a single patient sample when tested using vitros tropies lot 4540 on a vitros 5600 integrated system. A definitive cause of the event was not established. Historical qc results leading up to the event indicated acceptable performance of vitros tropies lot 4540. Additionally, ongoing tracking and trending of the complaint data does not indicate a systematic issue with vitros tropies lot 4540. An instrument issue cannot be completely ruled out as a contributor to the event, as an ortho field engineer observed dried sr and dust within the microwell incubator following the event. Pre-service and post-service within run precision testing indicated acceptable instrument performance, however, no precision testing was conducted on the date of the event. It is possible contamination within the microwell incubator of the instrument caused the higher than expected vitros tropies result of patient 1, but this could not confirmed. In addition, pre-analytical sample processing could not be ruled out as a contributing factor as the customer is not following the sample collection device manufacture¿s recommendation for sample centrifugation. Improper pre-analytical sample handling could have contributed to this event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. Email address for contact office above is: (B)(6).

Event description:
The investigation has determined that a non-reproducible, higher than expected, troponin I es (tropies) result was obtained from a single patient sample when tested using vitros tropies lot 4540 on a vitros 5600 integrated system. Patient sample 1 result of 0.105 ng/ml versus the expected result of <0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, higher than expected vitros tropies result was reported from the laboratory, however a corrected report was later issued for the patient. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).